Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple, intermittent occlusion alarms. Additionally, the customer alleged that the basal software did not resume insulin delivery which led to blood glucose (bg) levels becoming elevated. Review of the pump data logs by tandem quality engineer verified that for the suspensions observed, basal iq feature resumed insulin delivery as expected. It was observed that the basal iq feature did not resume delivery on 3 occasions due to having insufficient data to make a 30 minute bg prediction as the system requires 3 out of the 4 past continuous glucose monitor (cgm) points to make a new prediction. When the data points were available, basal iq resumed pump delivery. The basal feature performed as intended. Multiple attempts were made by the clinical diabetes specialist to consult with the customer; however, the customer did not respond.